Event description:
During aaa repair, two 6f sheaths were exchanged for 2 perclose devices bilaterally in the femoral vessels. The perclose were deployed but not fully cinched tight. The left side perclose failed. Attempts were made to readvance a wire through the perclose device, however the wire coiled in the groin. A cut down was performed to complete the aaa repair. The arteriotomy had to be repaired at the end of the procedure using a bovine patch and sutures.